Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: the device complaint or problem cannot be confirmed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. Investigation summary: with the available information, boston scientific concludes a high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.